Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian/ perforation (fallopian tube(s));"), device dislocation ("malposition of essure device (location of device: ultrasound showed improperly placed essure device)") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 625905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "bent essure device". The patient's concurrent conditions included depression and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("frequent headaches"), rash ("rash on abdomen and upper legs"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping);"). The patient was treated with surgery (removal of her left coil and a right salpingectomy to remove the essure) and surgery (removal of left coil and a right salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, back pain, rash and procedural pain was resolving, the device dislocation and dysmenorrhoea outcome was unknown, the migraine had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: right essure coil had perforated fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, headaches. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs received, reporter added, concomitant condition added events added as :- device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device use error. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian/ perforation (fallopian tube(s))/ perforation noted adjacent to left fallopian tube'), uterine perforation ('uterine perforation x2/uterine perforation noted at fundus/ malposition of essure device (location of device: ultrasound showed improperly placed essure device)') and device breakage ('part of the coil broke') in an adult female patient who had essure (batch no. 625905-not valid, 626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "bent essure device". The patient's concurrent conditions included depression and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("approximately 4 attempts were made to remove the coil and were unsuccessful at removing the entire coil"), genital haemorrhage ("abnormal heavy bleeding"), headache ("frequent headaches"), rash ("rash on abdomen and upper legs"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping);"). The patient was treated with surgery (removal of her left coil and a right salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, back pain, rash and procedural pain was resolving, the uterine perforation, device breakage, complication of device removal and dysmenorrhoea outcome was unknown, the migraine had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered back pain, complication of device removal, device breakage, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in dates of insertion: (B)(6) 2010 plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Hysteroscope was placed and left ostia was visualized without coils present. Right tube visualized with coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: results: right essure coil had perforated fallopian tube. Lot number: 626905. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, headaches, device breakage, uterine perforation, fallopian tube perforation, removal complication, pelvic pain. Lot number ( 625905 ) is invalid. Lot number: 626905 manufacturing date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian/ perforation (fallopian tube(s))/ perforation noted adjacent to left fallopian tube'), uterine perforation ('uterine perforation x2/uterine perforation noted at fundus/ malposition of essure device (location of device: ultrasound showed improperly placed essure device)') and device breakage ('part of the coil broke') in an adult female patient who had essure (batch no. 625905-not valid, 626905) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "bent essure device". The patient's concurrent conditions included depression and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced back pain ("back pain"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("approximately 4 attempts were made to remove the coil and were unsuccessful at removing the entire coil"), genital hemorrhage ("abnormal heavy bleeding"), headache ("frequent headaches"), rash ("rash on abdomen and upper legs"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping);"). The patient was treated with surgery (removal of her left coil and a right salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital hemorrhage, headache, back pain, rash and procedural pain was resolving, the uterine perforation, device breakage, complication of device removal and dysmenorrhoea outcome was unknown, the migraine had resolved and the vaginal hemorrhage and menorrhagia had not resolved. The reporter considered back pain, complication of device removal, device breakage, dysmenorrhoea, fallopian tube perforation, genital hemorrhage, headache, menorrhagia, migraine, procedural pain, rash, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy noted in dates of insertion: (B)(6) 2010. Plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Hysteroscope was placed and left ostia was visualized without coils present. Right tube visualized with coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: results: right essure coil had perforated fallopian tube. Lot number: 626905. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, headaches, device breakage, uterine perforation, fallopian tube perforation, removal complication, pelvic pain. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received. Reporter information, lot number added. Events: uterine perforation, part of the coil broke, and iud removal complication added. Event genital hemorrhage downgraded to non-serious incident. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), headache ("frequent headaches"), migraine ("migraines"), back pain ("back pain"), rash ("rash on abdomen and upper legs") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (removal of her left coil and a right salpingectomy to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, migraine, back pain, rash and procedural pain was resolving. The reporter considered back pain, fallopian tube perforation, genital haemorrhage, headache, migraine, procedural pain and rash to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: right essure coil had perforated fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian/ perforation (fallopian tube(s));"), device dislocation ("malposition of essure device (location of device: ultrasound showed improperly placed essure device)") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 625905-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "bent essure device." The patient's concurrent conditions included depression and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("frequent headaches"), rash ("rash on abdomen and upper legs"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping);"). The patient was treated with surgery (removal of her left coil and a right salpingectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, back pain, rash and procedural pain was resolving, the device dislocation and dysmenorrhoea outcome was unknown, the migraine had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: right essure coil had perforated fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal bleeding, pelvic pain, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.